Event description:
It was reported that, "es2 screws were placed in the l4-l5 pedicles on the left side. Distraction and compression towers were placed on the screw heads. Initial cap inserters were placed through the tubes and engaged with the blocker. The l4 screw was provisionally locked at which time the surgeon applied the distractor and distracted on the rod. X-ray was taken to measure amount of distraction. After surgeon was satisfied with the amount of distraction, the l5 screw was provisionally locked using initial blocker inserter and t-handle attachment. Final tightener and anti-torque were applied and blockers were final tightened to a measured 12nm. Tabs of es2 screws were then broken with tab-breaker instrument. Lateral x-ray was taken for placement of dialator on the contralateral side in between l4-l5 disc space. Surgeon then realized construct on the left side had lost distraction."

Manufacturer narrative:
Device still implanted.

Manufacturer narrative:
The investigation determined that the product related to this failure was actually a mantis blocker with catalog # 48289999 instead of the reported es2 integrated bone screw. Method: not applicable. Results: the customer reported event of the disengagement of a mantis redux blocker was confirmed via sales rep correspondence. The device was not returned. Several similar events have occurred in the past and the cause was due to improper blocker insertion or insufficient tightening. However, the mentioned causes could not be confirmed. Conclusion: the root cause of the blocker disengagement could not be determined due to the absence of the device.

Event description:
It was reported that, "es2 screws were placed in the l4-l5 pedicles on the left side. Distraction and compression towers were placed on the screw heads. Initial cap inserters were placed through the tubes and engaged with the blocker. The l4 screw was provisionally locked at which time the surgeon applied the distractor and distracted on the rod. X-ray was taken to measure amount of distraction. After surgeon was satisfied with the amount of distraction, the l5 screw was provisionally locked using initial blocker inserter and t-handle attachment. Final tightener and anti-torque were apllied and blockers were final tightened to a measured 12nm. Tabs of es2 screws were then broken with tab-breaker instrument. Lateral x-ray was taken for placement of dialator on the contralateral side in between l4-l5 disc space. Surgeon then realized construct on the left side had lost distraction."